Event description:
It was later reported that the device system delivered dilaudid.

Event description:
It was reported that the patient committed suicide on 2013 (B)(6). The week prior to the event, the patient¿s doctor had told the patient there was ¿nothing else he could do for his pain¿. There was no alleged product issue. The medications delivered by the device system were not provided; however, the reporter stated, the device was a ¿morphine pump¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc lot# n196433014, implanted: 2009 (B)(6); product type catheter. (B)(4).